Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested, and the following was obtained via: could you please clarify if the patient suffered from any signs or consequences due to the issue (breakage suture)? Please provide more details no, change another product to complete the op. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified.

Event description:
It was reported that a patient underwent an endoscopic hysterectomy+double appendages resection+anterior vaginal wall repair+vaginal stump suspension under general anesthesia. Procedure on (B)(6) 2022 and suture was used. During the procedure, it was reported that suture broke during knotting in surgery. At that time, the broken suture is short, so the suture is removed and knotted, and then the suture is reinforced. No adverse patient consequences were reported. Additional information was requested.